Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that defibrillation testing was being performed to test the integrity of the implanted system. A synchronous shock of 1.1 joules was delivered and the right ventricular (rv) lead impedance measurement was approximately 120 ohms. Another synchronous shock of 41 joules was delivered and the impedance measurements remained approximately 120 ohms. During the ventricular fibrillation (vf) induction testing, the arrhythmia was converted on the first shock with an impedance measurement of 124 ohms. As all other electrical parameters were appropriate, the physician elected to continue to follow the patient appropriately. No additional adverse patient effects were reported.